Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Investigation results as follows: visual inspection: a visual inspection of the returned autopulse platform was performed and found a crack on the boss of the top cover. Archive review: a review of the platform archive was performed and user advisory (ua) 45 (not at "home" position) was observed to have occurred during the event date. The shaft position was noted to be near 2600. Functional test: functional testing could not be performed because of ua 45. After the drive shaft was returned to home position, the platform passed all functional testing with no user advisories. Based on the investigation, there were no parts replaced to remedy the reported complaint. However, as part of routine service the power distribution board was replaced to the current version. In summary, the customer's reported complaint of autopulse displaying ua 45 was confirmed during archive review and was attributed to the drive shaft not being at the home position. After rotating the drive shaft to the home position, the autopulse passed all the tests and meet all the required specification. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Event description:
It was reported that during a device check the autopulse platform s/n (B)(4) displayed a user advisory 45 (not at "home" position after power-on/restart). The device immediately stopped working. No patient was involved during this event. No further information was provided.